Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 306547 , lot: unknown. It was reported by the customer that when doing catheter irrigation with back-and-forth motion to check permeability, no resistance noted during the incident. Verbatim: additional information received on 01-mar-2024 with this additional occurrence. Which is the affected lot number of this complaint? 198368 but now happening also with all different number. Staff are aware to report any issue and I am receiving more feedback from the staff. We cannot look at only one lot number anymore when did the incident occur? February 28. Receive another one today date of event. Was there any patient involvement? Yes was there any adverse event or serious injury reported? No. Any adverse event or serious injury reported to patient or healthcare professional? No. Any physical sample or photo available for investigation? Send picture with incident report don¿t have it anymore if yes, are you able to provide the address of the facility for us to ship the return label? I have a sample of another lot number. See the address in my signature any picture of this complaint? No. Can you please provide more details and describe how the product is damaged. We are doing catheter irrigation with back and forth motion to check permeability. No resistance noted during the incident.